Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rashes"), pruritus ("itching"), contusion ("bruise"), wound haemorrhage ("scratch herself bruised and bloody"), insomnia ("insomnia"), memory impairment ("memmory issue") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, rash, pruritus, contusion, wound haemorrhage, insomnia, memory impairment and feeling abnormal outcome was unknown. The reporter considered contusion, feeling abnormal, insomnia, medical device removal, memory impairment, pruritus, rash and wound haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident, new event medical device removal added. Essure implant and removal dates added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rashes"), pruritus ("itching"), contusion ("bruise"), wound haemorrhage ("scratch herself bruised and bloody"), insomnia ("insomnia"), memory impairment ("memmory issue") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, rash, pruritus, contusion, wound haemorrhage, insomnia, memory impairment and feeling abnormal outcome was unknown. The reporter considered contusion, feeling abnormal, insomnia, medical device removal, memory impairment, pruritus, rash and wound haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.